Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel collapsed. Based on the result, we concluded that it was caused due to an excessive force applied on the operation channel. In addition, we confirmed that the u/d knob broken; however, it is not related to the alleged complaint. Based on the technical report, it was evalauted not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
R/l pulley wire ruptured. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.